Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device product a jagged, rough, crooked, irregular or ripped cut? No information was the cut line complete? No information the clamped tissue was a bit slipped forward did the knife push the tissue forward? No information on which firing did the event occur? No information.

Event description:
It was reported that during a semi-open lobectomy, the clamped tissue was a bit slipped forward and the target tissue was not cut properly. Staples seemed to be formed in lumbricoid shape. The cartridge was gold. Another device was used to complete the case without problem. There were no adverse consequences to the patient. Additional information in h10.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. No cutting issues were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.